Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. It was reported that the issue could be replicated. To restore functionality, the bulkhead connector on the navigation system was bypassed and inserted directly into the computer of the navigation system. It was reported that the communication could then be established.

Event description:
Medtronic received information that, while in a spinal fusion, the medtronic navigation system and imaging system in the operating room (or) could not establish communication. It was reported that the imaging system and navigation system were restarted with the ethernet cable disconnected without resolution. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.